Event description:
Upon interrogation of this device on (B)(6) 2011, an error was reported indicating that the shock impedance had been out-of-range. Evaluation of the device diagnostics indicated that the daily shock impedance value had been measured as being greater than 150 ohms since (B)(6) 2011. Manually running the shock impedance test during the follow-up yielded a shock impedance value of 119 ohms. As this device and lead are acute, further evaluation of the device header was recommended. This device remains implanted.